Manufacturer narrative:
Age at time of event: 18 years of age or older.

Event description:
It was reported the balloon burst. The 90% stenosed target lesion was located in the moderately tortuous, moderately calcified distal portion of the left circumflex (lcx). During a percutaneous coronary intervention (pci) procedure, a 10mm x 3.0mm wolverine cutting balloon was inflated to 10 atmospheres and burst. The device was removed from the patient and the procedure was completed with a different device successfully. No patient complications were reported.